Event description:
It was reported that the device failed the delivery test and need calibration. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to a previous repair. Visual inspection found that the tamper seal was missing. There was no evidence of the reported problem in the event history log. The reported problem was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The device was out of mechanical specifications. For corrective action the expulsor was trimmed. The root cause of the reported problem was unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.

Manufacturer narrative:
Other, other text: b5: additional information received on (B)(6) 2022 via email and attached in complaint object: the reported problems were found during a precheck on our facility. No patient involvement. H6: event problem and evaluation codes: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2110